Event description:
It was reported that a balloon rupture occurred. The target lesion was in the anterior tibial artery. During the procedure, a 1.5mm x 20mm x 143cm coyote balloon was inflated after the guidewire was successfully crossed. However, a balloon rupture occurred at 8 atmospheres upon first inflation. So, another of the same device was used with a 3mm balloon but since it was unable to cross the lesion, dilatation was performed with a 2mm x 20mm x 142cm coyote es. However, a balloon rupture has occurred at 7 atmospheres for the second time. Eventually the procedure was completed with a new of the same device and a 3mm balloon. There were no patient complications reported.